Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log found a ¿control key switch bgnd test¿ message. Functional testing was able to verify and duplicate the reported problem. It was determined that the keypad was the root cause. The keypad was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump lost functionality while dosing. The event occurred during testing. No patient injury was reported.